Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance with an infusion set and cartridge change on the ilet and subsequently resumed insulin therapy after completing a rewind, cartridge replacement, tubing fill, infusion set application, and cannula fill using a steel 6 mm infusion set. Symptoms included hyperglycemia with a reported peak blood glucose of 206 mg/dl for approximately 20 minutes without ketone testing, backup therapy, alarms above the specified threshold, or medical intervention. Outcomes included no reported injury, no loss of consciousness, and no hospitalization. Investigation included troubleshooting and user education to complete the infusion set and cartridge change and restore insulin delivery. Investigation of this case revealed no device alarms and no identified device or component malfunction, with the cause of the hyperglycemia remaining unclear, and the elevated glucose temporally associated with a large meal before the supply change. It was concluded, based on previously established findings for similar reports, that the cause was unknown.